Manufacturer narrative:
It was previously reported that the device was received on 2017-09-06, however, that the was the date that the device was received by japan. The date that the device was received in the united states is 2017-09-13. The correct date for the returned date should be 2017-09-13. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A review of the provided pump logs indicated that the concentration of the drug was 2,000 mcg/ml and the daily dose was 299.8 mcg/ml. It was also indicated that the infusion mode was simple continuous. It was reported that the patient¿s weight was (B)(6) kg. The logs also indicated that on (B)(6) 2017, there were multiple ¿reset occurred¿ and ¿reset occurred ¿ low battery¿ messages that began at 07:14 and went until 07:23. There was also a ¿pump in safe state¿ message that occurred on (B)(6) 2017 at 12:26. It was reported that the event was recovered on (B)(6) 2017. The causality of the event was reported as being related to the pump and unrelated to the investigational drug, catheter, programmer, and surgical procedure. It was reported that a catheter x-ray study was performed on (B)(6) 2017 and there were no abnormal findings. It was reported that on (B)(6) 2017 at 11:00 am, the patient visited the office for a refill and no abnormality was observed. It was further reported that on (B)(6) 2017 at 4:00 am a staff of a nursing home, where the patient had been staying, noticed several times of abnormal critical alarm from the pump. At 9:50 am the facility staff called up a holiday on-duty doctor of osaka university hospital. It was further reported that at 11:00 am, pump operation was checked using physician programmer, and then "low battery reset" was indicated and the physician programmer confirmed that eri was 9 months. It was indicated on the screen of the physician programmer that drug dosage had automatically been changed to 12.4 mcg/day. The drug dosage was therefore reset to 300/day. As there was a possibility that the drug dosage might be changed automatically again and might cause withdrawal symptoms as the original drug dosage for the patient was 300 mcg/ml an urgent pump replacement was decided to perform. At 3:00 pm a pump replacement was performed under the control of the anesthesiology department and it was noted that during the replacement the critical alarm occurred again. On (B)(6) 2017 at 9:00 am, no abnormality was observed and the patient went back to the nursing home after receiving medical treatment. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump found battery high resistance. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump malfunctioned. No further complications were reported and/or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-sep-04, information was received from a foreign healthcare professional (hcp) via (B)(6)regarding a patient receiving gabalon (unknown concentration, dose 300 mcg/day) via an implantable pump for cerebral palsy. On (B)(6) 2017, a critical alarm rang at 04:00 am and 06:00 am. The status of the pump was checked by the healthcare professional (hcp) on duty using an n'vision programmer (8840). The patient's dosage was supposed to be at 300 mcg/day, but this was automatically changed to 96 mcg/day (minimum dose of pump). It was not reported when this change had occurred. The drug dosage was updated to 300 mcg/day by using the 8840. The critical alarm occurred again (time and date unknown) so the pump logs were checked. A low-battery message was confirmed. An additional reported indicated low-battery had occurred 89 times. Additional information also stated there was "no abnormality of the outer appearance of the pump observed" and the critical alarm occurred every 10 minutes. A pump replacement was performed. It was noted the 8840 confirmed the pump elective replacement indicator (eri) was 9 months. There were no reported symptoms, but the event was reported as severity 3 (serious) and reported as recovered. On 2017-sep-08, additional information was received from a foreign manufacturer representative (rep). Additional information reported the second occurrence of the critical alarm occurred on (B)(6) 2017. The dosing was automatically changed to minimum rate on (B)(6) 2017. The replacement surgery occurred on (B)(6) 2017.